Manufacturer narrative:
Concomitant medical products: product ID 7426, serial# (B)(4), implanted: 2010-(B)(6), product type implantable neurostimulator, product ID 7438, serial# (B)(4), product type programmer, patient. Product ID 7482a51, serial# (B)(4), implanted: 2010-(B)(6), product type extension. (B)(4): analysis of the lead found ¿the lead tip was bent at the #1 electrode sleeve¿ and the ¿lead was electrically ok.¿

Event description:
It was reported the implanting physician stated the ¿contacts appeared misaligned or bent.¿ it was noted the lead was ¿never implanted¿ and a ¿different product was used.¿ it was further noted that after the lead was opened, ¿it was observed and determined not to be used because of irregularity.¿ it was stated there were ¿no¿ patient symptoms or complications associated with the event. Additional information stated the ¿lead appeared to be slightly misaligned through the contacts.¿ it was again noted the lead did not come into contact with the patient. It was reported there was no patient injury or death associated with the event. This event was originally reported in manufacturer report #6000153-2013-00186. All additional follow-up regarding that report will be submitted as part of this report.